Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification. The reported issue has not been confirmed through testing.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that the physician observed a leak of blood from the hemostatic valve of the sheath. This occurred during a cryoablation procedure while performing the last ablation in the rspv. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.